Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19118. It was reported one of the patient's leads had migrated causing ineffective therapy and one had high impedances. Surgical intervention took place in which both leads were explanted and replaced to address the issue. Therapy was restored post-op.